Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: during investigation, there were multiple loss of prime warnings observed in the black box with low non zero and zero force. The pump was exercised for 24 hours with no loss of prime duplicated. The force calibration passed within specification. The pump was opened and there were no defects found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.